Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6: updated tests/lab data. B7: updated medical history. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/4/2020: 03/06/2020: updated event description: it was reported that on (B)(6) 2017, the patient underwent an open reduction and internal fixation of right olecranon nonunion with distal radius autograft, removal of right radial head prosthetic secondary to loosening, revision right radial head arthroplasty and removal of failed tension band construct.both posterior k wires backout significantly.there is significant lysis around the stem of the radial head prosthesis. Underwent partial removal od the wire but not full removal as there was no concern for infection. The implants removed were synthes radial head prosthetic and tension band wire construct wherein two (2) k-wires were loose. On (B)(6) 2016, after sustaining a fall which resulted in an olecranon and comminuted radial head fracture, the patient underwent an open reduction and internal fixation of olecranon fracture and endo-prosthetic replacement of the proximal radius. The patient was implanted with a synthes radial head and stem. On (B)(6) 2017 radiograph demonstrate evidence of proximal olecranon fracture fragment pullout from the plate and screw construct. The plate fixation is still in good position other than this fracture pullout. Radial head prosthesis remains in position but there is approximately 3 mm of gapping between the radial head prosthesis and the capetillium.-options for this failure: second surgery to either perform a bony fragments excision and triceps advancement versus revision orif with a plate construct that will be able tp curve more over the posterior aspect of this olecranon to gain further fixation .patient would like to proceed with revision orif of the olecranon. Post-operatively, the patient had improvement but started noting worsening pain and issues with her hardware. On (B)(6) 2016, the patient underwent a partial removal of the exposed hardware from the tension band wiring but was not fully removed since there was no concern for infection. On (B)(6) 2017, during a doctor's visit, the patient continues to report that she is back to doing all of her normal activities without restrictions. She is having only occasional discomfort in cold weather, but this is completely tolerable. On (B)(6) 2019, patients return for follow-up of her right elbow. -more recently she has noticed some mild discomfort along the dorsal/posterior aspect of the elbow and forearm in the previous incision and hardware. Examination of the right elbow demonstrates evidence of a fully heated posterior incision without concern for infection .there is evidence of more defined contour to the olecranon and hardwardware given patients weight loss. Minimal tenderness along the incision discomfort she has been noting is likley secondary to the hardware itself. Given her weight loss, there is less soft tissue in the region and she is noticing this more.however on reviews of her xrays, there is no concern for failure. This complaint involves four (4) devices. This report is 2 of 4 for report (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a radial head prosthesis system (rhps) on her left elbow. As the patient went through physical therapy and follow up visits, it was noted the patient¿s pain worsened. On (B)(6) 2017, the patient underwent surgery to have the radial head prosthesis system (rhps) explanted due to the pain. The surgical delay is unknown. The procedure and patient outcome are unknown. This report is for an unknown radial stem. This is report 2 of 2 for (B)(4).

Event description:
Updated event description: it was reported that on (B)(6) 2017, the patient underwent an open reduction and internal fixation of right olecranon nonunion with distal radius autograft, removal of right radial head prosthetic secondary to loosening, revision right radial head arthroplasty and removal of failed tension band construct. The implants removed were synthese radial head prosthetic and tension band wire construct wherein two (2) k-wires were loose. On (B)(6) , 2016, after sustaining a fall which resulted in an olecranon and comminuted radial head fracture, the patient underwent an open reduction and internal fixation of olecranon fracture and endo-prosthetic replacement of the proximal radius. The patient was implanted with a synthese radial head and stem. Post-operatively, the patient had improvement but started noting worsening pain and issues with her hardware. On (B)(6) 2016, the patient underwent a partial removal of the exposed hardware from the tension band wiring but was not fully removed since there was no concern for infection. On (B)(6) 2017, during a doctor's visit, the patient continues to report that she is back to doing all of her normal activities without restrictions. She is having only occasional discomfort in cold weather, but this is completely tolerable. This complaint involves four (4) devices

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot manufacturing location: supplier - avalign nemcomed / inspected, packaged and released by: monument manufacturing date: may 11, 2015 expiration date: mar 01, 2020 part number: 04.402.008s, 8mm ti straight radial stem 28mm ¿ sterile lot number: 7917007 (sterile) lot quantity: 25 work order traveler met all inspection acceptance criteria. Certificate of compliance received from avalign dated apr 13, 2015 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, ns050779 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 11319 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 21014, tialnbri16.00 lot number: 7557656 lot quantity: 3,059 lbs. Certified test report supplied by perryman company dated nov 22, 2013 and inspection certificate supplied by vsmpo dated jun 25, 2012 were reviewed and determined to be conforming. Lot summary report dated dec 12, 2013 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review mar 09, 2020: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. B5: updated event description b6: updated tests/labs data b7: updated medical history/preexisting condition d4: updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020: updated event description: it was reported that on (B)(6) 2017, the patient underwent an open reduction and internal fixation of right olecranon nonunion with distal radius autograft, removal of right radial head prosthetic secondary to loosening, revision right radial head arthroplasty and removal of failed tension band construct. Both posterior k wires backout significantly. There is significant lysis around the stem of the radial head prosthesis. The implants removed were synthese radial head prosthetic and tension band wire construct wherein two (2) k-wires were loose. On (B)(6) 2016, after sustaining a fall which resulted in an olecranon and comminuted radial head fracture, the patient underwent an open reduction and internal fixation of olecranon fracture and endo-prosthetic replacement of the proximal radius. The patient was implanted with a synthese radial head and stem. On (B)(6) 2016, the patient underwent a partial removal of the exposed hardware from the tension band wiring but was not fully removed since there was no concern for infection. On (B)(6) 2017, the radiograph demonstrate evidence of proximal olecranon fracture fragment pullout from the plate and screw construct. The plate fixation is still in good position other than this fracture pullout. Radial head prosthesis remains in position but there is approximately 3 mm of gapping between the radial head prosthesis and the capitellum. On (B)(6)2017, the patient underwent a revision open reduction and internal fixation of failed nonunion of the right olecranon and deep hardware removal. Acumed olecranon plate with screws were removed and were replaced with a synthese 4-hole variable angle olecranon plate and synthese 2.0 mm 5-hole small fragment plate. On (B)(6) 2017, during a doctor's visit, the patient continues to report that she is back to doing all of her normal activities without restrictions. She is having only occasional discomfort in cold weather, but this is completely tolerable. On (B)(6) 2019, patients return for follow-up of her right elbow. More recently she has noticed some mild discomfort along the dorsal/posterior aspect of the elbow and forearm in the previous incision and hardware. Examination of the right elbow demonstrates evidence of a fully healed posterior incision without concern for infection .there is evidence of more defined contour to the olecranon and hardware given patients weight loss. Minimal tenderness along the incision discomfort she has been noting is likely secondary to the hardware itself. Given her weight loss, there is less soft tissue in the region and she is noticing this more. However on reviews of her xrays, there is no concern for failure. The patient understandably does not wish to proceed with hardware removal as it is significantly bothersome enough. This complaint involves four (4) devices. Additional information under : under medical history : procedure history - l5-s1 interlaminar epidural steroid injection (06/13/2019) (B)(6) 2014 - bilateral hand numbness and weakness - paresthesia - urinary incontinence - back pain (lumbosacral spine) - muscle weakness - neck stiffness (B)(6) 2019 - pain in left wrist that is worse with motion - abrasion in left lower extremity - constipation (B)(6) 2019 - abdominal pain and distention (B)(6) 2019 - nausea (B)(6) 2019 (B)(6) 2020 - worsening low back pain - l2-l5 severe right-sided foraminal stenosis - lumbar pain medications: - naproxen sodium (aleve) 220 mg capsule (B)(6) 2020) - cholecalciferol, vitamin d3, 10mcg (400 unit) tablet (B)(6) 2020 - diazepam (valium) 5mg tablet (100 mg by mouth) 2. Under relevant lab test : - MRI of the lumbar spine (B)(6) 2018 - xr lumbar spine 4 or 5 vw (B)(6) 2020 - MRI outside image storage (B)(6) 2019 - xr wrist complete left (B)(6) 2019 (B)(6) 2019) (B)(6) 2019 (B)(6) 2019) - or c-arm imaging (B)(6) 2019

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description b6: updated tests/labs data b7: updated medical history/preexisting condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.